Manufacturer narrative:
Section b3 date of event was updated from 01/09/2025 to 01/08/2025. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the architect stat high sensitive troponin-I assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 67205ud01. Device history review did not identify any nonconformances, potential nonconformances or deviations associated with lot 67205ud01 and complaint issue. The overall performance of the architect stat high sensitive troponin-I reagents in the field was reviewed using data gathered from customers worldwide. Review shows that the median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Per product labelling, for mi diagnostic purposes, the architect stat high sensitive troponin-I results should be used in conjunction with other information such as ECG, clinical observations, and symptoms, etc. When an increased value for ctni is encountered (e.g., exceeding the 99th percentile of a reference control population) in the absence of evidence of myocardial ischemia, a careful search of other possible etiologies for cardiac damage should be taken. Any condition resulting in myocardial injury can potentially increase cardiac troponin I levels. Elevated troponin levels may be indicative of myocardial injury associated with heart failure, renal failure, chronic renal disease, myocarditis, arrhythmias, pulmonary embolism, or other clinical conditions. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I reagent lot 67205ud01 was identified.

Event description:
The customer observed a falsely elevated architect stat high sensitive troponin-I result for a 61 year old male patient. The following data was provided (customer provided normal range is 0 to 34.2 pg/ml): initial result = 158.20 pg/ml both conventional troponin I and roche high-sensitivity troponin t results were negative. The patient¿s clinical diagnoses was status of coronary arterial sent implantation. The physician indicated there was no signed of cardiac infarction. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98, with 510k/PMA/bla number k191595.

Event description:
The customer observed a falsely elevated architect stat highly sensitive troponin-I result for a 61-year-old male patient. The following data was provided (customer provided normal range is 0 to 34.2 pg/ml): initial result = 158.20 pg/ml. Both conventional troponin I and roche high-sensitivity troponin t results were negative. The patient¿s clinical diagnoses was status of coronary arterial sent implantation. The physician indicated there was no signed of cardiac infarction. No impact to patient management was reported.